Manufacturer narrative:
10/13/2015 04:23 pm (gmt-4:00) added by (B)(4): based on the investigation, the root cause of the kink cannot be attributed to any cause. However, the design of the kit has been changed so that this connection is no longer being made. The connection was eliminated and reflected in the current revision of the devices drawings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
Perfusionist opened custom tubing pack. Tubing exiting outlet of the oxygenator was kinked. Perfusionist cut out the piece of kinked tubing.

Manufacturer narrative:
(B)(6) 2015 03:59 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Perfusionist opened custom tubing pack. Tubing exiting outlet of the oxygenator was kinked. Perfusionist cut out the piece of kinked tubing.